Manufacturer narrative:
The customer was unable to provide the model and serial number of the meter. It's not possible to determine the manufacture date without the product information.

Event description:
Customer alleged to have received a contour meter in us and found the meter was reading in mmol/l. No adverse event alleged. Meter is not expected to be returned for investigation. A new kit was sent to the customer.